Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was noted at incoming inspection that the unit did not turn on which in turn was linked to the battery being depleted. It was also noted that the attachment ring was bent and both bail covers were bent. It was further noted that replacement of the battery resolved the reported issue. (B)(4)

Event description:
It was reported that the external pulse generator failed a power-on self test. It was further noted that it was due for its preventive maintenance. The generator was returned for service. No patient complications have been reported as a result of this event.